Event description:
It was reported that the footed attachment was not working. There was no patient involved in this event.

Manufacturer narrative:
H3: evaluation confirmed the reported malfunction of not working. The likely cause was identified as due to severe corrosion. It was also noted that the bearings inside the device were broken. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.